Manufacturer narrative:
Lot 13989952: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient simultaneously underwent tevar and subsequent evar for treatment of a dissecting thoracic aortic aneurysm with conformable gore tag thoracic endoprostheses and of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis (rlt311413j/14249076 and plc201000j/13989952 implanted on the left/ipsilateral side, pxc121400j/13904104 and pxl161207j/11558730 implanted on the right/contralateral side, pla360400j/13806092, pla360400j/13806101, and pla320400j/14111428 implanted for proximal extension). No issues were reportedly observed during tevar. During evar, all the devices were deployed as intended. Final angiography revealed a distal type I endoleak from the left leg, involving the plc201000j/13989952. As the patient's right internal iliac artery was coil embolized prior to the procedure, and there was a risk of paraplegia if the left internal iliac artery would be embolized to extend the left leg, the physician elected to monitor the patient. The patient tolerated the procedure. On an unknown date, follow-up computed tomography (CT) images showed that the endoleak persisted. There was no reported device migration or aneurysm enlargement of the abdominal aortic aneurysm. It was reported that the possible cause of the endoleak was calcification on the iliac arteries, which resulted in lack of wall apposition on the plc201000j/13989952. Re-intervention to repair the endoleak was on (B)(6) 2016. The endoleak was resolved and the patient tolerated the procedure.